Event description:
The device was returned due to sensor hardware failure (set ID sensor). Unit started with no alarms. Log files indicated sensor hardware failure (downstream air sensor)/sensor hardware failure (set ID sensor). Performed admin set ID, dsps calibration/verification tests. Unit passed. Internal investigation found fva pins having debris. Perform functional testing. No other damage found.

Event description:
The following has been reported: biomed reported: "ticket also stated "doesn't work". Cleaned and ran test infusion. No alarms. Patient status unknown. A preliminary review identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.